Manufacturer narrative:
Device evaluation: the stent was not positioned on the balloon between the inner shaft markers as per specification requirement. The stent moved distally covering the distal tip of the device. The stent moved 1.1cm from the proximal inner marker band. There were crimp impressions visible on the exposed balloon. The stent struts at the distal end were bunched, overlapped and deformed. The mid stent struts were misaligned. There was damage to the guide wire entry port. There was a slight kink on the distal shaft at 9.9cm distal to the guide wire entry port.

Event description:
It was reported that the physician was attempting to treat a lesion using resolute integrity drug eluting stent to treat a lesion exhibiting 80% stenosis. The device was inspected and prepped prior to use with no issues noted. The lesion was pre- dilated the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however no excessive force was used. It was reported that stent deformation occurred in vivo during positioning/advancement. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to patient. The stent was replaced by a medtronic stent to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.